Manufacturer narrative:
The device was returned for investigation. Analysis of the returned device revealed that a tear ~1cm long was evident at the distal tip, confirming the reported event of a tear in the device's catheter shaft. It is most likely that the catheter tear was the result of the outer jacket lumen rubbing on the access sheath during the procedure. The observed tear is unrelated to the reported patient adverse event. The lot history review (lhr) for lot# p01256 was conducted, which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Kidney stone procedures are generally safe but not risk-free. Mortality rates following ureteroscopy (urs) and pcnl have been reported to range from 0.02 - 0.07% following urs and 0.03 to 0.7% following pcnl. Multiple factors including medical history must be considered when treating a patient as a recent meta-analysis found that comorbidities of diabetes, cardiovascular disease, and recurrent utis increased the risk of mortality following urs.

Manufacturer narrative:
Calyxo has received the reported device. The reported tear in the outer jacket of the device was visibly observed; however, our investigation is still in process.

Event description:
On (B)(6) 2024, an asa class iii 83-year-old nursing home patient was treated with the sure procedure for bilateral infectious kidney stones. Complex medical history included myocardial infarction leading to emergent cardiac catheterization during a failed percutaneous nephrolithotomy 8 months prior and recurrent hospitalizations for urinary tract infections and pyelonephritis as recently as 1 month prior to procedure. Urinary tract infection was treated prior to the procedure and antibiotic prophylaxis was administered. About 30 minutes into the procedure, the physician noticed a decrease in flow, removed the device, and noticed a tear in the outer jacket of the cvac catheter shaft. A fragment of the outer jacket was located in the renal pelvis and removed. The patient was stable, and the procedure continued with a new device. At approximately 90 minutes into the procedure, the physician completed the removal of stones from one kidney and was beginning to treat the kidney on the other side when the patient was noted to have low blood pressure, and the physician suspected the patient experienced a myocardial infarction. The procedure was halted, vasopressors were administered, and the patient was stabilized for transfer to the cardiac ICU. An ultrasound revealed intact, undamaged kidney; urinalysis and peritoneal tap were clear. Central line placement was complicated by what the treating physician believes was a lacerated carotid artery and significant blood loss at the bedside. The patient suffered from multiorgan failure and two hours after the procedure, the patient passed away. Autopsy was declined; however, the official cause of death provided by the treating physician was hemorrhagic shock and secondary cause was coagulopathy. The treating physician states that the patient's death was unrelated to the cvac device but may have been related to compromised vascular access.